Event description:
A patient reported through a study coordinator that the device battery was charged and placed in the patient bag. A few hours later it started smoldering. The patient was provided a new battery. Evaluation summary: battery was received and visual inspection performed. During the visual inspection it was noted that the battery had an odor and appeared to have been submerged in water. The proper electrical evaluation was not possible due to the condition of the battery returned. No conclusion can be made at this time. The device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. (B)(6).